Event description:
The manufacturer received information alleging a patient lit a cigarette while using an everflo oxygen concentrator. The patient's nasal cannula caught on fire and the patient received superficial burns to their nose and upper lip. The medical treatment is unknown. There was no allegation of device malfunction. The device is not being returned. The device is still in patient use. There was no allegation of device malfunction. It was reported that there was no damage to the oxygen concentrator and that the device was checked by (B)(6). (B)(6) replaced the cannula and the pharmacist checked on the patient if treatment was needed and planned an education case study for firesafe and safety instructions. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.